Event description:
The patient had an intracranial bolt/monitor that was reading pressures in the (high) 40's. The pressure would not go down until the patient was taken to surgery and a new bolt/monitor was inserted. Then the pressure readings went down and read between 15 and 20.